Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for follow-up. During evaluation, a lead fracture was discovered with increased threshold. The lead was explanted and replaced. The patient remained stable after the procedure.